Event description:
Eleven years postoperatively, the pt was diagnosed with sepsis secondary to bacterial endocarditis (staphylococcus aurua) and expired due to multi-organ failure. An autopsy was requested to examine the heart, particularly a possible paravalvular leak. Post-mortem exam revealed the aortic valve was covered with thrombus and upon probing the sewing cuff/orifice, a small pouch (<5 mm) on the mitral valve side was noted. After removing the clot and probing the valve, it was noted that a portion of the valve on the mitral side was fractured and held only by thrombus. Pathological exam of the aortic valve demonstrated bacterial endocarditis with organized thrombus. The surgeon indicated the thrombus was removed in a delicate manner, he did not feel or hear any fracture, and the pathologist indicated he did not interfere with the valve while removing the heart. The surgeon would have expected the pt's presentation to be different if the leaflet fracture occurred in vivo; however, he had no evidence that the fracture occurred post-mortem.